Event description:
It was reported to philips that there was a remote alert stating tube current out of range, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during coronary procedure was performed when the issue happened. The procedure was completed as planned without delay. A filed service engineer confirmed an alert for tube current out of range in the log. A philips field service engineer (fse) examined the system on-site and confirmed the reported problem. Upon troubleshooting, fse checked hivo candlesticks and confirmed they were good. No problem found. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed on the same system as planned without delay. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.